Event description:
It is alleged that during a case, the cautery hook came off of the scalpel/electrocautery in the patient's abdomen when the instrument was removed from the arm. It was reported that the tip of the cautery hook hit against the cannula and no adverse events to the patient were reported.